Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results as reported; 416 ml/min 02 xferc, 286 ml/min co2 xferc and 212 mm/hg delta p-blood. Reason for return was not confirmed for performance. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the device did not perform as expected. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that when performing the first blood check during the procedure, the customer noticed a desaturation of the arterial blood. Medtronic received additional information that the customer did not allege any damage during the procedure.